Manufacturer narrative:
The insulin pump buttons all responded properly. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected finish loading alarms were noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported receiving a low reservoir warning, but when she pressed the act button after a set change, it was unresponsive. Customer reported that the entire keypad became unresponsive. Blood glucose level was 182 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.